Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. The unknown size veriflex stent dislodged from the delivery device during prep. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)